Manufacturer narrative:
Serial number was provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was learned via clinical affairs that a patient with a edwards aortic valve experienced a complete heart block 2 days post avr. Hospital records indicate, "the patient is post op day 2 of having aortic valve replacement secondary to having aortic stenosis. Prior to his surgery for his valve replacement, the patient was having increasing symptoms of dyspnea on exertion as well as fatigue. He also gives a history of having syncopal episodes in the past. The patient was brought where the aortic valve replacement was performed. On postop day 1, the patient was doing well and was transferred to the floor. While on the floor, the patient was in his bed and proceeded to have an asystolic event. The patient did have loss of consciousness. The patient was being a paced when he went into atrial fibrillation and loss of ventricular capture in the asystole. This occurred for about 12 seconds. A met team was called. The patient then had restoration of being v paced. He regained rhythm and his blood pressure improved, the patient regained consciousness. The patient was then changed to av pacing. However, the patient has atrial fibrillation and received amiodarone bolus. Then he was started on amiodrip. The patient converted back to rhythm, but he continued to be av paced. His underlying rhythm at this time is complete heart block and the patient is severely symptomatic with these events. The patient currently denies any chest pains or cva or tia events. The patient underwent a permanent pacemaker implantation with no complications. The valve remains implanted with no reported malfunction.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, the patient received a permanent pacemaker with no further complications. There has been no information to suggest a device malfunction, as it remains implanted and functioning as intended.